Event description:
Sales rep reported via marketing that the color of the screw was incorrect, indicating a 4.5 x 14 mm screw color when the size is measured as a 4.0 x 14 mm screw.

Manufacturer narrative:
Na